Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in loading a new cartridge successfully, and the issue was resolved.